Event description:
It was reported that the keyboard on the external pulse generator (epg) did not work. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the keyboard on the external pulse generator (epg) did not work. The status of the epg is unknown. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Analysis could not confirm the reported event of the keyboard not working. The device passed all incoming functional tests. It was found that the keyboard pad, battery drawer, and lead flex cover were contaminated, battery contacts compressed, one side bail missing, and upper/lower cases, two side bail covers, and ring cover were broken.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.